Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v695669, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that while replacing the implantable neurostimulator (ins) the existing lead would not introduce into the ins. The lead was "catching" mid-way in the ins. The hcp placed lubricant onto the tip of the lead to see if that would help it slide into the ins, but it did not help. The hcp also unscrewed the screw completely and tried inserting the lead, but that also did not work. A second ins was opened and the existing lead slid into it with no problem. The issue was resolved and the patient was alive without injury. The patient's indication for use was unknown.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.